Manufacturer narrative:
Due character limit e1, event site name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient cardiosave intra aortic balloon pump(iabp), balloon ruptured and blood entered the helium tube.

Manufacturer narrative:
Updated fields - b4, g3, g6, h11. Corrected fields - h6 ( medical device ¿ problem code ).

Event description:
N/a.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) balloon ruptured and large amount of blood entered helium tubing. Customer requested getinge service to evaluate and repair iabp if blood entered the pneumatic circuit. Patient involved and no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, b5, d8, d9, e1( initial reporter, phone number, email address), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, health effect ¿ clinical code, health effect ¿ impact codes, investigation findings, investigation conclusions), h11. Corrected fields - g7, d10. A getinge field service engineer (fse) arrived on site performed customary evaluation. Determine that no fluids entered the cardiosave. Performed all functional tests and full calibration. Returned to customer. Problem not verified.